Manufacturer narrative:
Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changesand causes fogging. This device is classified as import for export, therefore 510k is not applicable.

Event description:
Foggy spot in the center of the image. This event occurred at the time of during inspection. There was no report of patient harm.